Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant in canada had a cp support ongoing for a patient admitted in with a st elevated myocardial infarction. While in the intensive care unit, the team observed a hematoma. The hematoma did not prompt any intervention. Later the team further reported anemia. The anemia was noted to have a causal relationship to the impella procedure. The severity was noted to be moderate. The patient survived the event.